Event description:
A ventilator was returned to the manufacturer for foam remediation. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery will need to be replaced to address the issue. Additional findings not related to the malfunction/issue include tobacco contamination, enclosure top plate, rear enclosure, blower assembly, stirring fan and retainer, bellows, flow sensor, and tubing kit, which were replaced on the device.